Manufacturer narrative:
(B)(4). Batch # n9074a additional information was requested and the following was obtained: clip legs were not even. One leg half the length of the other... Malformed clips. Regular user. Case completed with like device. The analysis results found that the el5ml device was received with no damage in the external components. In addition, 1 malformed clip was returned with the device in a plastic bag. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfired twice in a patient, and had to be retrieved from the patient's abdominal cavity. Two clips dropped into patient and were retrieved. It is unknown how the procedure was completed. There was no adverse consequence to the patient.